Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information reported that the patient's condition was decreasing. The patient experienced dyspnea, cardiac arrhythmia, and increasing kidney values.

Event description:
It was reported that the patient experienced several low flow alarms. The low flow alarms were confirmed via log file analysis. An outflow graft obstruction was found on a heart catheter investigation. The obstruction was stented and all parameters were within normal range after the obstruction was stented.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
B5: updated event description. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no images were provided by the account and heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), remains in use. Review of the submitted log files confirmed low flow alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, the account reported that pump parameters returned to normal following stenting of the outflow graft. Additionally, a direct correlation between (B)(6) and the reported arrhythmia, dyspnea, and increasing kidney values could not be conclusively established. Additional attempts were made to obtain further information regarding the reported events; however, it was communicated that no further information was provided after the investigation from the hospital. The controller event log files collectively contained events from 30nov2022 through 01dec2022. Transient low flow faults were captured throughout these files due to the estimated flow frequently decreasing below the low flow threshold, to a range of 2.0-2.4 liters per minute (lpm). Several of these faults lasted at least 10 seconds and resulted in multiple low flow hazard alarms. No other notable events or alarms were observed. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a decrease in flow with increasing low flow alarms. The low flow alarms were confirmed via log file analysis. It was also noted that the patient¿s overall condition had worsened, and they experienced dyspnea, increasing kidney values, and cardiac arrhythmias. An outflow graft obstruction was identified through a heart catheter investigation. The outflow graft was stented, following which all pump parameters returned to a normal range.